Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for a battery depletion code. Boston scientific technical services (ts) was contacted and engineering analysis was conducted. Engineering analysis reviewed the data and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty connecting via the remote home monitoring system which impacted the sensing and created a high current condition causing the battery depletion code. Engineering confirmed that the issue had been corrected when a good connection with the remote home monitor and s-ICD occurred. The s-ICD remains in service and no adverse patient effects were reported.